Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during corrective maintenance, the cs300 intra-aortic balloon pump (iabp) showed error code 91 when the pc board was replaced and the pc board is damaged. There was no patient involvement.

Manufacturer narrative:
It was reported that during corrective maintenance by (B)(6) personnel powered on cs300 intra-aortic balloon pump in clinical mode the unit displayed the following message on the screen "91 front end hc11 rom test. The client was quoted the front board reference 0670-00-0668 for the console, since the original board that the client's console has sulfation, when installing the new board, the equipment throws errors 91 and 26 and it is confirmed that it arrived defective. Replaced the front-end board", after installing the front-end board: electrical test fail codes: #91. This is the error description according to the service manual. Front end board was replaced with a new one, and the problem was corrected. The following spare parts are installed: motor control board (da0671-00-0004), k6a vent valve (da0119-00-0170), purge valve (da0104-00-0026) and console front card (da0670-00-0668). All functional and safety checks performed to meet factory specifications.equipment out of service. No other information is available so closing this complaint, will reopen and update it in case if we receive some new information in future.